Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information and assistance from technical support to reset the pump, with instructions to contact them again if the issue recurred.